Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. Customer's blood glucose value was 70 mg/dl at the time of the incident. Customer states the leak occurred during normal use. Customer stated that small amount of fluid was on reservoir compartment. The device will not be return for analysis.